Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device information: similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested, kiitted, nasal swab sample.. Repeat testing was not performed. Pcr confirmation testing was performed on the same day that generated a negative result (CT values not provided). The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m213667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j/ lot m213667 and test base part number 190-430/ lot m213667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213667 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.